Event description:
During total right knee arthroplasty with hardware removal and replacement, when trying to replace the patient's original poly insert, the surgeon and surgical staff noted the 12mm smith & nephew genesis right cruciate retaining articular insert appeared to be warped and would not fit into the space appropriately. After unsuccessful manipulation and attempts, the surgeon completely removed the insert and replaced it with a 10mm insert which fit properly. The surgeon was able to finish the procedure and the patient was taken to pacu for recovery. There was no injury to patient. However, staff did attempt for 45 mins to place device. Upon visual inspection after removal, the device appeared to be warped. This was agreed upon by all staff involved. ======================manufacturer response for 12mm genesis right cruciate retaining articular insert, genesis (per site reporter)======================representative was present during attempted placement.